Manufacturer narrative:
Upon disassembly for visual inspection, the bearings were corroded.

Event description:
It was reported that the core impaction drill heated up. No further information was available upon follow-up.

Manufacturer narrative:
Updated type of reportable event to 'malfunction.'

Event description:
It was reported that the core impaction drill heated up. No further information was available upon follow-up.